Event description:
Pt experienced cardiac arrest after start of laparoscopic cholecystectomy. Pt was resusitated and transferred to the hosp. She was released after five days. There were no residual problems. The surgeon summized that the pt probably experienced a co2 embolus. There was no evidence of a blood embolus after testing. The co2 insufflator was sent back to the MFR for testing and calibration.